Event description:
Customer reports the advantage system produced a result of 625 mg/dl, which is outside the meter reading range of 10-600 mg/dl. Values > 600 mg/dl should display as "hi". No actions taken based on device result. No quality controls were used. No adverse events reported. Requested return of suspect device and replacement was sent.